Event description:
Received complaint via legal summons and complaint that alleges the pt underwent pacemaker revision surgery using the suture and subsequently developed an infection. No further info is available.